Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th jan 2026, it was reported by an arthrex employee via email that ar-1588rt-2j tightrope ® ii rt with deploying suture batch 15484995 failed to deliver graft. The tightrope broke after the tibial screw was inserted when the surgeon was adjusting the final tensioning. This was detected during acl reconstruction and user complete the procedure with ar-1588rt-ib.